Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: could you please provide more details for " jaw was not opened"? Could you please clarify if there was any difficult removing the device? Could you please provide more details how device was opened/removed? Could you please clarify if there were any patient consequences?

Event description:
It was reported that during an unknown procedure, after the first firing, the jaw would not opened for the second firing. There were no patient consequences reported. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Date sent: 07/13/2020. D4: batch # t5ck8p. Device analysis: the analysis found that one ntlc55 device was returned with no apparent damage, and with no cartridge loaded on the device. The device was tested for functionality with a test cartridge reload and achieved its firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple form release criteria. Event could not be confirmed as the device opened and closed without any difficulties noted and no cartridge was returned for analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.